Event description:
See attachment.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that (B)(6) 2005 findings: disk herniation sub ligamentation and lateral recess stenosis at l5-s1.

Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.